Event description:
It was reported that when the customer tried to suck air out of the 7.5mm endotracheal tube's cuff, the air did not come out. The pilot balloon line was cut, tried to pull out with force and when pulled out ,the cuff still had air. The patient outcome was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.